Manufacturer narrative:
The insulin pump was received with no button response and button error alarm due to corroded keypad traces, as well as a cracked reservoir tube lip, minor scratches on the lcd window and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error while attempting to deliver a bolus. Customer's blood glucose was 180 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.